Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box history showed one replace battery alarm on (B)(4) 2014. The black box showed multiple illegal battery alarms immediately following the replace battery alarm. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed. The battery compartment was found to be intact. During testing, the pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture contamination was observed inside the pump. An inspection of the battery terminal contacts motor regulator showed no evidence of intermittent contact. Investigation revealed a single component on the printed circuit board was defective. The replace battery alarm issue was not able to be duplicated during investigation. There was evidence that the wrong battery type had been inserted into the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump had emitted a replace battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.